Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that during use blood was leaking at the hub with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, translated from french to english: (2 of 2 complaints). When sampling a tube and in order to fill it more efficiently, the hcw left the body of the pump and the epicranium in place, so that the blood in the butting goes into the tube; however, blood went out at the plastic joint near the needle.

Manufacturer narrative:
Medical device type: jka, fpa. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use blood was leaking at the hub with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, translated from french to english: (2 of 2 complaints) when sampling a tube and in order to fill it more efficiently, the hcw left the body of the pump and the epicranium in place, so that the blood in the butting goes into the tube; however, blood went out at the plastic joint near the needle.